Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) powered on with a "self test" error message. Another epg was used. The caller replaced the battery and the epg powered up to default settings without any error. The caller did this several more times and each time it powered up normally. Technical services explained how the error could occur, and how to clear it. The epg will be placed back into service. No patient complications have been reported as a result of this event.